Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that his device was working up until a fall in (B)(6) 2015. Consequently, the wires dislodged and the patient also developed (B)(6). He had to have the device removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.